Manufacturer narrative:
(B)(4). Anvil, bucked knife, interrupted firing stroke. The analysis results found that one ec60a device was returned with the anvil damaged and closed the firing mechanism jammed and with a partially fired cartridge reload loaded on the device. After further analysis it was noted that the knife had buckled, and cartridge reload was indented. The damage to the cartridge, knife and anvil is consistent with an excess of force applied to the firing trigger while attempting to fire a device clamped over tissue outside the recommended thickness or a hard object. If enough force is applied to the firing trigger on the conditions mention the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a distal pancreatectomy procedure, the tech was having difficulty loading and unloading the cartridge. On the third firing the device locked up. Another device was used to complete the procedure. No adverse consequences reported.